Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 23 mg/dl. Prior to the event, customer was working outside when he treated for a blood glucose reading by delivering a bolus and an injection. Troubleshooting was not performed because customer was asleep. Nothing further was reported.